Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that four module etc02 failed calibration. There was no patient involvement reported.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 570.6500 is confirmed due to a bad oridion board, replaced it a new oridion board. Performed leak down test and co2 calibration with passing results. The probable cause of the reported issue was due to electrical failure of the bd assy "oridion" etco2 v1 rohs. A review of the device history record showed the device had a manufacture date of 06dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that four module etc02 failed calibration. There was no patient involvement reported.